Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging and required more frequent charging. As a result, the implantable pulse generator (ipg) was replaced. Postoperatively, the patient has been doing well and achieved full therapeutic coverage following the procedure. The explanted device will not be returned for analysis, as it was retained by the medical facility.

Manufacturer narrative:
The device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Therefore, in the absence of device return and analysis the likely root cause could not be established. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging and required more frequent charging. As a result, the implantable pulse generator (ipg) was replaced. Postoperatively, the patient has been doing well and achieved full therapeutic coverage following the procedure. The explanted device will not be returned for analysis, as it was retained by the medical facility.